Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 balloon cuff on vasoveiw hemopro 2 had burst upon inflation and they had to open another kit this was at the start of the case upon initial insertion.

Manufacturer narrative:
Trackwise ID (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 3000262457, 3000244416, and 25163320 the last 3 lots shipped to the account prior to the event/aware date. For the two lot numbers, 3000262457, 3000244416. There were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The lot # 25163320 history record review was completed. There were ncmrs , rework, or deviations documented for the lot number. [Ncmr #17451-a notification was received from gxo that sl# 0000001921 came into their facility without a packing slip. Per procedure dop10144 rev m, gxo should verify the shipment-packing list and account for dunnage for every shipment. Although, gxo did not have the proper documentation they did receive the material into their system ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.